Event description:
The patient presented with sternal wound sepsis, rigors, recurrent transient ischemic attacks, cardiogenic shock, and a large gelatinous mass was observed on echocardiogram following the aortic valve replacement procedure. The valve was explanted on (B)(6) 2013 and replaced with a homograft. The patient died four hours after the surgery.